Event description:
Report received of a tubing "burst" when is use with a power injector. A medrad power injector was delivering either isovue 300 or isovue 370 contrast. The psi setting was not specified. Reportedly, the tubing burst distal to the y-site. The burst was described as a one inch slit that ran down the length of tubing. At the time of the burst, an unspecified amount of contrast leaked and blood loss occurred. The contrast and patient's blood dripped onto the patient linen and then onto the floor. The amount of blood loss was described as "a small amount", but was not further quantified. The procedure was stopped, the tubing changed, the contrast and blood were cleaned and then the procedure was completed. The patient did not experience any adverse sequelae. Though requested, there was no further information available.